Event description:
No new information.

Manufacturer narrative:
Additional information: h4, h6. The reported event could be confirmed by the surgeon. The surgeon mentioned to the sales rep that the patient has had as serious head injury and causes really bad seizures. During one of the seizures, the patient fell and hit his head so hard that it cracked the implant. In conclusion, the reported breakage is related due patient's condition. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that during the review of the CT scan for a new case, the designer noticed that the previous implant may be broken.